Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. All key contacts do not have normal spring back or click. There was evidence of keypad adhesive found under all key contacts.

Event description:
Per distributor, it was reported that the buttons react to bad presses.